Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. After successfully deploying a taxus express2 8.8% -3.0 x 20 mm stent and upon withdrawal the fully deflated balloon was sticking to the stent. The physician successfully removed the balloon from the stent by deep-seating the guide catheter. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."